Event description:
On (B)(6) 2023, fresenius became aware this patient with end stage renal disease on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty cycler set for renal replacement therapy was diagnosed with peritonitis. No additional information was provided during intake. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the outpatient home dialysis clinic on (B)(6) 2023 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc elevated, result unavailable) were collected, and the patient was diagnosed with peritonitis. The patient is being treated as an outpatient with intraperitoneal (ip) vancomycin and ceftazidime for 14 days (dose, frequency not provided). The patient¿s peritoneal effluent culture result returned positive for escherichia coli, and the patient¿s antibiotics were continued. The patient¿s abdominal pain and cloudy peritoneal effluent fluid have resolved, and she is recovering from the serious adverse events. The pdrn attributed causality to a touch contamination event involving poor hand hygiene following the use of the bathroom. The patient was suffering from diarrhea at the same time. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient continues to undergo ccpd therapy utilizing the same liberty select cycler without reported issue.